Manufacturer narrative:
The artix thin-walled sheath (artix sheath) was returned to the manufacturer and evaluated. Visual inspection confirmed the sheath shaft had separated, exposing the inner coil. The sheath was cross sectioned and inspected under magnification. Delamination proximal to the break was observed. Corrective action was opened to further investigate and determine potential root cause. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. The device labeling includes the following warning statements: "avoid using excessive force to advance the artix sheath against resistance. If excessive resistance occurs, retract, and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." "Never advance or torque the artix sheath against resistance without careful assessment of cause of resistance using fluoroscopy." "Do not use device if device is damaged during use." The device labeling includes the following precaution: "use caution when manipulating or advancing the artix sheath through a stent or graft." Manufacturer reference: (B)(4).

Event description:
On (B)(6) 2024, an 80-year-old female underwent left lower extremity arterial thrombectomy using inari devices. The patient had a history of peripheral artery disease and had preexisting stents located in her left external iliac, left common femoral, and left superficial femoral arteries. The clot age was estimated at 14 days and the occlusion length measured at approximately 6-15cm long. The clot was located inside one of the patient's preexisting stents. The physician completed four aspirations and nine passes using the artix mechanical thrombectomy catheter through the artix thin-walled sheath (artix sheath). At the conclusion of the procedure, as the physician removed the artix sheath, the sheath broke and the braiding began to unravel. The physician was able to fully remove the remaining sheath without issue or further intervention. Approximately 75% of clot was removed and the patient had partial restoration of blood flow post procedure.